Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a detached end cap. No loose drive support cap was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, missing end cap sticker, and scratched reservoir tube window.

Event description:
The customer's daughter reported that after a set change, the insulin pump didn't automatically advance to the fill cannula stage. Customer's daughter stated that the opposite end of the insulin pump popped out and was wobbly. Troubleshooting determined that the device'd drive support cap popped off during priming. The customer's daughter was unsure as to whether or not the drive support cap was pressed while the customer was connected. Customer's daughter was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.